Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a loss of aspiration occurred due to an error message. An avx® thrombectomy set catheter was selected for an arteriovenous (av) arm declot. The device was primed successfully. During the procedure, while inside the patient, there was a check saline supply error and aspiration stopped. A loss of aspiration occurred when the error message occurred. They could not get the catheter to work. The procedure was completed with another of the same device. There were no patient complications reported.